Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test also unable verify missing segments or partial display due to blank display. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she could hear the insulin pump rewind but could not see anything on the display. On the corners of the screen she could see specks. Customer's blood glucose level was 456 mg/dl. The customer will be treating her blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.